Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use the pen needle would not detach with a bd pen ndl 32ga 4mm. The following information was provided by the initial reporter, translated from (B)(6) to english: pen needle wouldn't detach. When removing the pen needle from the pen, only the inner shield was removed and the needle tip exposed. The issue never occurred before however it occurs every time now.

Event description:
It was reported that after use the pen needle would not detach with a bd pen ndl 32ga 4mm. The following information was provided by the initial reporter, translated from japanese to english: pen needle wouldn't detach. When removing the pen needle from the pen, only the inner shield was removed and the needle tip exposed. The issue never occurred before however it occurs every time now.

Manufacturer narrative:
H.6. No samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. H3 other text : see section h.10.